Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that an rt265 infant dual heated evaqua2 breathing circuit was not passing the ventilator leak test. These were found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint device was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected and pressure tested for the reported leak. Results: visual inspection revealed no damage to the returned rt265 breathing circuit. The pressure test showed that the circuit was within specification. Conclusion: we are unable to determine what may have caused the problem reported by the customer. No fault was found with the returned breathing circuit. All rt265 breathing circuits are pressure and flow tested before leaving the production line and those that fail are discarded. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that an rt265 infant dual heated evaqua2 breathing circuit was not passing the ventilator leak test. These were found prior to patient use.

Manufacturer narrative:
(B)(4). The compliant device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.